Event description:
Oil leaking from gas strut and no gas pressure. During normal operational check it was noticed that the gas strut was leaking oil and had no gas pressure. Part (B)(4) was replaced and cot is now back in service.

Manufacturer narrative:
Leaking.